Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was resetting. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was resetting. The cause for the resets was isolated to intermittent bga solder joints on programmable logic device u1003. The root cause for the intermittent bga solder joints could not be positively identified but was likely excessive stress on the monitor c/a board. No adverse event resulted from the defective u1003 component. The last patient to use this monitor did not report any deficiencies.